Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting when power was applied was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve's poppet ring was torn.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that as soon as a power source was connected that it would begin rebooting continuously by itself. In this state, the device would be inoperative. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Ventec further evaluated the removed cough assist valve, observing evidence that its linear actuator endcap epoxy had failed. Based on this new information, ventec has determined that the root cause of the reported issue was that the cough assist valve¿s linear actuator endcap epoxy had failed, resulting in the torn poppet ring.